Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that threshold suspend was canceling basal delivery. Customer's blood glucose was 40 mg/dl. Customer was educated on threshold suspend. Customer declined further troubleshooting.